Event description:
It was reported that there were debris on the intraocular lens (iol). Some sort of material, not in the part of the lens that would affect the vision, so the doctor did the implant. The lens was successfully implanted, and the patient has no issues. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown / information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no intraocular lens (iol) was received as part of this return. The complaint sample was received inside of a specimen cup. The sample was directed to an independent laboratories for fourier transform infrared (ftir) testing. Per the independent laboratories, the foreign substance tested is consistent with a mixture of a cellulosic fiber (e.g., lint, rayon cotton), possibly with a starch-based adhesive. The ftir spectrum raw data output file generated by the independent laboratories was then compared against the johnson & johnson añasco manufacturing process ftir library yielded no result with at least a 0.90000 correlation. The top hit for the swab was ¿twtx604non woven wipes¿ with a 0.47561091 correlation. The top hit for the tacky portion of the material was ¿n/a1pc aluminum plate¿ with a 0.42791665 correlation. No additional matches were identified. The complaint issue "foreign material - loose" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.